Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is received, a summary of the investigation results will be provided in a supplemental report.

Manufacturer narrative:
One sample of long pediatric tracheostomy tube part number 5.0pdl was received for evaluation, no lot number was provided, the received components are one cannula and one size 5.0pdl obturator. A visual inspection was performed and it was observed the cannula presents a blue stain and a blue line in the flange-connector. The failure mode cannula discoloration was confirmed.

Event description:
Customer reported that after about three days of usage, bluish coloring seen at the shaft of the cannula. Pt is ventilated with active-wetting filled with sterile water. Per customer, there was no pt harm.